Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device demonstration, the autopulse platform displayed a fault 16 (timeout moving to take-up position) upon power on. Customer also reported that the autopulse lifeband did "not work". No patient involvement was reported. No further information was provided.